Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. Patient reportedly heard a ¿pop¿ in his knee. The surgeon thought it might be quad rupture, but the quad was intact although a little stretched. A 3mm thicker poly was used to obtain stability. Doi: (B)(6) 2019; dor: (B)(6) 2020; right knee.